Manufacturer narrative:
Section b3: corrected data. Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of infection was from the leg wound. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with bacteremia which was positive for mrsa and started on IV teflaro and IV daptomycin, discharged on IV teflaro only.